Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. It was reported the patient had a bad reaction when they filled their pump with baclofen back in (B)(6) (2020) and "almost died." No further details were provided around the "bad reaction." The patient stated their healthcare provider (hcp) decided to put saline in the pump instead and their device was currently delivering saline. The patient was currently looking for a new managing physician. It was noted the patient's doctor had disabled their ptm (personal therapy manager) so they could not view when their next refill should be, however, they were told the pump would go off in (B)(6).

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer from who reported that the incident had nothing to do with the pump. The patient had asymptomatic orthostatic hypotension, pre-existing. Baclofen could cause this and even at low starting doses, it did. It was determined that this event is not a complaint and was unreported; therefore, no additional mdrs need to be submitted unless new information received makes the event reportable.